Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. Also, similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue in addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function.

Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch (ot) ultra 2 meter was reading inaccurately high compared to a laboratory device. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and on additional information obtained after customer care (cc) reviewed the call recording. The cca made attempts to follow up per medical surveillance specialist (mss) request, however, the patient was unable to be reached by phone. The patient alleged that the inaccuracy issue began approximately two months ago on (B)(6) 2021, at an unspecified time. The patient claimed obtaining a blood glucose reading of ¿240 mg/dl¿ with the subject meter and compared this to a reading on her old ot ultra mini meter of ¿203 mg/dl¿. The patient decided to go to a lab to check the results and received a reading of ¿183 mg/dl¿ on a laboratory device, obtained between 10 and 30 minutes. The patient claimed that she had not taken any food or medication between readings. The patient informed the agent that she manages her diabetes with 20 units of insulin (self-adjuster) and stated that she took more insulin based on the readings (25 units). After review of the initial call the cca confirmed that the patient indicated that her sugar ¿crashed¿ due to the alleged issue and she ¿almost passed out¿ a couple of times in the 2 to 3 hours after she took the extra insulin. No other medical treatment has been reported. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. Medical surveillance was unable to reach the patient to clarify symptoms and the treatment received. However, this complaint is being reported because the patient reportedly received medical intervention for an acute blood glucose excursion while using the product and the subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.